Event description:
It was reported that the ilet device¿s adapter broke and could not be removed, rendering the device nonfunctional and no longer water resistant, and a replacement was arranged with instructions provided to back up data and return the original device. Customer care agent provided assistance that included device replacement logistics review and planning for return and analysis of the original unit. Investigation of this case revealed a cracked or broken cartridge adapter component with inability to detach the component, which impeded normal use. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to continuous glucose monitoring data and advisement to use backup therapy. It was concluded that the device experienced a mechanical failure of the cartridge interface, necessitating replacement and further evaluation upon return.